Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infection at the pocket site and had the entire system removed. The infection had not spread to the lead site. The patient had been implanted (B)(6) 2015. Culture testing was being performed, but the results were not known at the time of the report. It was reported that it was planned to have the patient re-implanted at a later date that was unknown. It was noted before the surgery that they may have to cut the extension and leave the paddle in; however, with the information given about the event after the explant, it was reported that the entire system was removed with no mention that the lead was left in. Follow-up is being done to obtain patient information.

Event description:
Patient information was provided by the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.